Event description:
A message was received through social media concerning an altitude alarm reported by a mountaineer identified as rachel smith, who has type 1 diabetes. There was no reported impact on the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.